Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implant, after closing, the physician performed an x-ray and noted the left ventricular (lv) lead was dislodged. The lead was revised. The patient was stable with no adverse consequences.